Manufacturer narrative:
Correction: device evaluation: one device was received for evaluation, no lot number was provided, a visual inspection was performed and it was observed the 15mm connector was replaced and the tube is missing the inflation line and this component was not received, the tube presents evidence of the insertion of the inflation line, the failure mode inflation line separation was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation, no lot number was provided, a visual inspection was performed and it was observed the 15mm connector was replaced and the tube is missing the inflation line and this component was not received, the tube presents evidence of the insertion of the inflation line, the failure mode inflation line separation is confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 after the patient was bathed, they found the pilot balloon and tubing disconnected and loose in the patient's bed. There was no patient harm.